Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: micro calcifications rounded benign, sparse bilaterally, with some lobations and blade liquid peri-implant.

Event description:
Patient reported "microcalcifications rounded benign, sparse bilaterally, with some lobations and blade liquid peri-implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.